Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon reported that when using the device with a blue reload the last staple got stuck in device resulting in a single row at the edge. Case was completed without any issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: was the product code of the device ets45 (non-articulating) or ats45 (articulating)? Non-articulating was the last staple that got stuck in the device still in the cartridge (not deployed)? If no, please explain. Unknown how was the procedure completed (new device, clips, etc.)? The surgeon cut the remaining tissue with scissors.